Manufacturer narrative:
Physio-control provided customer technical trouble shooting assistance and the power supply pcb parts information to repair device. The device was not returned for evaluation/repair.

Event description:
It was reported that the device would intermittently fail to turn on. Customer suspected the problem to be with the power button. There was no report of patient involvement with incident.